Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was experiencing diaphragmatic stimulation. The lv configuration was changed and the device outputs were also decreased which resolved the issue. Additional information received indicated the diaphragmatic stimulation had returned. There was also no capture and fluoroscopy confirmed the lead had dislodged into the superior vena cava (svc). A revision procedure took place and the lv lead was successfully repositioned. All measurements returned to normal limits. There have been no additional adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.